Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 512 mg/dl. Prior to the hospitalization, the customer experienced nausea, dry mouth, vomiting and fatigue. Troubleshooting was performed, and the daily totals did not add up correctly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.